Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H11: additional information: d9, h3, h6, h11. The device was received for evaluation. During evaluation, the device turned off unexpectedly when tested in battery mode. The cause was identified to be jammed/depressed back flex battery contact pins, do not make contact with the battery pin. Evaluation determined the causality to be dried liquid substance on the back flex battery contact pin. The back flex battery contact pin was required to be cleaned to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the unit turned off unexpectedly when tested in battery mode. No additional information is available.